Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft are identified in d2 and g4. H10: manufacturing review: a manufacturing root cause was considered. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: provided photos show the stent graft partially deployed. The delivery system sample was returned for evaluation with the stent graft partially deployed which leads to confirmed evaluation results. In this case, it was reported that a 10f introducer / 0.035" guidewire were used for access, the tracking vessel was almost straight, and the vessel was a little bit calcified, the lesion was pre-dilated, and the device was flushed prior to use. Based on the provided photos and evaluation of the returned sample, the investigation is closed with confirmed results for partial deployment. A definite root cause for the reported event could not be determined. The intended placement of the stent graft in the superior vena cava represents an off-label use. Labeling/packaging review: in reviewing the relevant labeling, it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding anatomy the IFU states "if excessive force is felt during stent graft deployment, do not force the delivery system. Remove the delivery system and replace with a new unit". Regarding preparation of the device the IFU states: "prior to loading the delivery system over a guide wire, both ports must be flushed with sterile saline to eliminate any air bubbles that may be trapped in the inner catheter lumen and/or the stent graft lumen. Flushing these lumens will also facilitate stent graft deployment". Regarding materials, an "appropriate introducer sheath" and a "0.035-inch (0.89 mm) diameter super stiff guidewire" is required for the procedure. The packaging pictograms indicate an introducer size of 10f and a 0.035" guidewire. It is stated in the IFU that "pre-dilatation of the stenotic lesion may be performed prior to stent graft deployment at the discretion of the treating physician". The IFU states "the fluency plus vascular stent graft is indicated for the treatment of atherosclerotic lesions in the iliac arteries". The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent graft placement procedure, after removing the safety device while deploying the stent, it allegedly felt very tight and could not be pulled pack. It was further reported that when trying to reinforce to pull back the sheath, the stent allegedly deployed one-fourth. Reportedly, the stent was retrieved, and the procedure was completed using another device. There was no reported patient injury.